Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") in a (B)(6) female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device ((B)(6) 2017) and elective abortion (2017). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy to be related to essure. The reporter commented: previously reported pregnancy 2017 was captured under case: case number: (B)(4). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") in a 36-year-old female patient who had essure (batch no. C06521) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device ((B)(6) 2017) and elective abortion (2017). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy to be related to essure. The reporter commented: previously reported pregnancy 2017 was captured under case: case number: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Product indication added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.